Manufacturer narrative:
The penumbra system 3max reperfusion catheter (3max) was fractured approximately 78.5 cm from the hub and ovalized approximately 42.0 cm from the distal tip. The complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 3max was found broken. Evaluation of the returned device confirmed that the 3max was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device was removed at an angle while force or excessive bending was applied, it is likely that damage such as this may occur. In addition, the 3max proximal shaft was ovalized. This damage likely occurred from improperly packaging the device for return. These devices are 100% visually inspected for damage during process inspection.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter. Upon removal from the packaging, the 3max catheter was found broken and was not used. The physician used another 3max catheter to continue the procedure.